Event description:
No additional information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: even problem impact code was added: 2199 h6: even problem component code was added: 4755 h6: evaluation method codes were added: 4114, 4119, 4111 h6: evaluation result code was added: 3221 h6: evaluation conclusions code was added: 4310 h10: narrative/data was updated. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the hc343 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. The customer did not submit images for the reported event. IFU review: documents reviewed: dental healing collar, (surgical cover) screw, temp.gingival cuff & temp.abutment for implant system - 9658 rev. 2 - 10/19. Information identified: "warnings" "contraindications" "precautions" based on the investigation and risk management file review as per rmf rm-00057-haz rev. 20, the most likely root causes determined from the investigation are missing or confusing instructions for use, clinician cross-threads healing abutment screw or incorrect healing abutment screw is used. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A2: patient age and date of birth unknown / not provided. A3: patient gender unknown / not provided. A4: patient weight unknown / not provided. D4: lot number unknown / not provided. D4: unique identifier (UDI) number unknown / not provided. D6a. Placement date unknown / not provided. D6b. Explantation date unknown / not provided . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the hc343 healing collar was cross threaded; therefore, a thread tap/rethreading tool was used, and the implant became restorable again. No reported impact to patient.